Manufacturer narrative:
The device history record for lot 0002998973 was reviewed and the product was produced according to product specifications. The actual complaint product was not returned for evaluation. Root cause could not be determined. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the third of three reports. Refer to 2026095-2020-00078 for the first report. Refer to 2026095-2020-00079 for the second report. Fill volume: 241 ml. Flow rate: 5 ml/hr. Procedure: chemotherapy. Cathplace: unknown. Infusion start time: unknown. Infusion stop time: unknown. It was reported that "3 pumps infused too early per patients and were empty when they came back to the facility for removal." No adverse events or reactions to the patients were reported.